Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one femoral denali filter kit. The kit included one introducer sheath and 8f dilator in sealed packaging, one pusher catheter, one touhy borst adapter, one filter storage tube with a filter partially deployed. Product packaging and label were returned. During visual evaluation, appeared to be a pusher wire was noted on the proximal portion of the filter crossed legs. On functional testing a complete break was noted at the pusher wire, resistance was felt during test and filter limbs were present noted to be extremely bent. Four electronic photos were provided and reviewed. The first and second photo shows that denali filter partially outside the storage tube. The filter was stuck in the storage tube also, the filter limbs are bent. Third and fourth photo shows the device was inside the packaging and the label which was verify with the tw details. Therefore, based on the photo review the reported failure to advance is confirmed as the filter seen stuck in storage tube also, identified for the material deformation as the filter limbs are bent. Therefore, the investigation is confirmed for the reported failure to advance as the resistance was felt during test, identified for the detachment issues as the break was noted at the pusher wire and identified for the material deformation issues as the filter limbs are bent. A definitive root cause for the failure to advance, detachment and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a filter placement procedure, the sound of the device was allegedly found to be abnormal during the release push process with continuous creaking abnormal sounds. It was further reported that the push was allegedly difficult and resistant. There was no reported patient injury.